Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation, migration, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), post thrombotic syndrome and life time anticoagulation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and an ivc occlusion does not represent a device malfunction. Post thrombotic syndrome is a problem that can develop in nearly half of all patients who experience chronic lower extremity thrombus. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for a thrombus nor does it prevent the formation of dvt or other clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter migration and perforation could not be confirmed and the exact cause could not be determined. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation, migration, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), post thrombotic syndrome and life time anticoagulation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation, migration, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), post thrombotic syndrome and life time anticoagulation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 2 weeks post implantation. The patient reports perforation of filter strut(s) outside the ivc, and migration of entire filter other than to heart. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b5 (event description). Section g4 (date received by the manufacturer and PMA/510(k) number). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient was intubated approximately on or about nine hours post implantation of the filter due to progressive respiratory failure. The patient was in the intensive care unit (ICU). The endotracheal tube was inserted under direct vision with a straight blade. The patient had a great deal of bloody secretions in the back of the throat. The patient tolerated the intubation well without obvious complications. According to the information received in the patient profile form (ppf), approximately on or about nineteen days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, migration of entire filter other than to heart, blood clots, clotting, and/or occlusion of the ivc. The patient underwent a venogram where extensive thrombus was discovered. The patient was discharged with instructions to remain on anticoagulation indefinitely. The patient was then diagnosed with post thrombotic syndrome. According to a CT of the trapease ivc filter, the filter migrated and perforated outside the ivc walls. These injuries have caused emotional distress, mental anguish, anxiety, and stress. Code '3191' was used since there is no code available for 'post thrombotic syndrome'. Patient identifier (in confidence) it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused perforation, migration, blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and post thrombotic syndrome. The patient also reports to have experienced respiratory failure and anxiety. The indication for the filter implant and the procedural implant notes has not been provided. According to the medical records the patient experienced progressing respiratory failure and was intubated and provided mechanical ventilation approximately nine hours after the procedure. The patient tolerated the intubation well without obvious complications. Approximately nineteen days post implant the patient reports to have experienced blood clots, clotting, and/or occlusion of the ivc. At some point post implant, the patient underwent a venogram where extensive thrombus was discovered. The patient was discharged with instructions to remain on anticoagulation indefinitely. The patient was then diagnosed with post thrombotic syndrome. The patient also reported that a computed tomography scan indicated that the filter had migrated and perforated outside the walls of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Without images or procedural films for review, the reported filter migration, perforation, blood clots, occlusion and post thrombotic syndrome could not be confirmed, and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Respiratory failure and anxiety do not represent a device malfunction. With the very limited information provide it is not possible to make a determination as to what may have caused the patient¿s respiratory failure. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: (product code).